Event description:
A pt experienced a shocking/jolting sensation while stimulation was turned on. The issue occurred as a single occasion that happened about a month ago while the pt was lying in bed. The shocking/jolting sensation was felt throughout the pt's whole body. It was noted that stimulation was intermittent since the issue/event. Impedance measurements were normal, however, some question marks (i.e."???") Were seen in the results. A battery test measurement was determined to be ok (2.96 volts). The pt's outcome was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).